Manufacturer narrative:
The device was not returned for analysis. Device history review could not be conducted because the lot number was not provided. Root cause has not been determined. Only the di of the UDI information was provided because the lot number was not known.

Event description:
It was reported that a skin injury was observed beneath the adhesive barrier cheek pad during removal of the hollister anchorfast guard device. It was reported that the device had been in place for 7 days and during a period of that time, the patient had been placed in the lateral position. It was reported that a medicated ointment and a skin barrier were used as treatment for the injury. Hollister has since provided education to the account.